Event description:
It was reported that during a laparoscopic gastric bypass procedure, the staples were flying out of the device. The case was completed with another like device. One device will be returned.